Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) is making loud noises. There was no patient harm or injuries reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit and was able to reproduce the reported malfunction. The fse found that the unit was making louder noise than usual. The fse replaced the 1/8 npt muffler after determining that it was damaged and broken. The overall functionality was tested, and unit could be used normally.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid.